Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead had two episodes for which the patient received shocks. The lead exhibited shock impedance measurements of greater than 125 ohms with the shocks. A code 1005 was recorded indicating an open circuit was detected during shock delivery. It was noted that one of the shocks was listed as no therapy. Boston scientific technical services (ts) explained that the shock was delivered, and this was normal after the first shock had a high impedance measurement with the code 1005. All subsequent shocks would be at maximum energy and would be incorrectly listed as no therapy in the arrhythmia logbook. This would be corrected once the code 1005 was cleared. It was discussed to replace the lead. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that this patient received a shock from the device and presented to their physician. An error code 1005 was again noted. It was suspected that this rv lead was fractured. The lead was subsequently explanted and replaced due to non conversion of the patient's ventricular tachycardia (vt). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned severed in two segments. A thorough evaluation of the lead segments was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Calcified bodily fluid was observed on the distal and proximal shocking coils. This could have contributed to the observed high shock impedance measurements. Laboratory testing was unable to reproduce the reported clinical observations of the inability to convert the patient.

Event description:
This report is being filed to provide product investigation results.

Event description:
Additional information received reported that defibrillation threshold (dft) testing was performed, which was not successful, and triggered another code 1005. External defibrillation was delivered which converted the patient. No additional adverse patient effects were reported. The lead remains in service.